Manufacturer narrative:
(B)(4). The insulin pump was received with a scratched case and a pillowing keypad overlay. The test reservoir does lock properly inside the reservoir tube. However, the insulin pump was also received with a blank display, problem isolated to the electronic assembly. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to the blank display.

Event description:
Information received by medtronic indicated that the insulin pump had damage cracked. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.